Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was still on system. A technical support specialist (tss) reviewed the issue by examining the incoming message processing service and identified that patient-encounter messages were failing due to a collection access conflict within the message processor. The tss referred to the relevant knowledge article titled med es server messages not processing concurrent error and restarted the external inbound processor service to restore proper message handling. The tss confirmed that all admission, discharge, and transfer messages within the affected timeframe had failed to process and required resubmission. After the admission, discharge, and transfer messages were resent successfully, the issue was considered resolved to resolve the issue. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, a discharged patient remained on the system, and the issue had affected multiple patients. There were no adverse events or injuries reported based on this event.